Event description:
The customer reported that both of the monitors on the system would not work. This event occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. Both monitors were replaced and recalibrated. The system was tested and operates as intended.